Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter: the customer stated citrate tubes are not filling properly. They filled to only about 1/8th inch below the fill line. Patients were redrawn at the time of draw because it was noticed right away. No specimens were tested.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter: the customer stated citrate tubes are not filling properly. They filled to only about 1/8th inch below the fill line. Patients were redrawn at the time of draw because it was noticed right away. No specimens were tested.